Event description:
It was reported that the pump had a double beep no cassette alarm and lens was damage. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to any previous repair. Visual inspection found the tamper seal was missing and with scratched lens. There was no evidence of the reported error in the event history log. The reported problem was duplicated during the investigation. The pump was double beeping on startup without a test cassette installed. Upon inspection, the nub on the downstream occlusion sensor appeared to be damaged. The liquid crystal display (lcd) lens was also scratched. A defective downstream occlusion sensor was found to be the cause of the reported issue. It was recommended replacing the faulty downstream occlusion sensor and damaged lens as corrective actions. The root cause of the reported issue was unknown. The product is 16 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4), corrected data: correction: d4: model number: 6400